Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Review of the stored electrograms showed rv loss of capture with intermittent 2:1 av block. The rv output is programmed to trend 3.0v @ 0.4ms with lead trends showing threshold highest of 3.0v @ 0.4ms. The clinical observations have been documented and the system remains in service. No adverse patient effects were reported.